Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported being a victim of a rear-shunt car accident during which they received injuries to their neck, upper back, left shoulder, upper torso, and left arm. The consumer took a significant blow to their upper, mid, lower back, and their head. Subsequently, the spinal cord stimulator implanted in their buttock and electrodes in their spine malfunctioned. Causing burning, rash, extreme pain, tremendous headaches, internal spinal pain, along with assorted other problems. Seeking guidance, the consumer contacted the physician. Their symptoms persisted, hence they sought further guidance. Despite the additional pain and new symptoms that they experienced daily and hourly, the pain worsened and it burned inside. During another appointment, the consumer was told that they needed the stimulator replaced due to questionable readings showing up on the master control and there was suspected battery leakage, damage issues, etc. On (B)(6) 2017, a physician implanted the consumer with a new rechargeable stimulator.